Event description:
It was reported to boston scientific corp in 2009, that an endovive safety peg kits push method device was used in a percutaneous endoscopic gastrostomy placement procedure in 2008. According to the complainant, during preparation the guidewire would not pass through the lumen of the peg. The procedure was completed with another endovive safety peg kits push method device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.